Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) due to continued farfield signal oversensing and intermittent undersensing of small p-waves on the right atrial (ra) lead, resulting in inappropriate anti-tachycardia pacing (atp). It was noted that p-waves measured as low as 0.4mv. Technical services (ts) reviewed troubleshooting options, possible causes, and programming considerations. Ts also discussed that programming options were limited and the physician may want to consider right atrial (ra) lead revision. This crt-d system remains in service at this time. No adverse patient effects were reported.